Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "black cable was frayed". For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. Additional observation not reported was that there was surface damage the bipolar yaw pulley, next to the insulation damage of the conductor wire. Material appeared to be lifted off the surface but no material appeared to be missing. Failure analysis found the additional failure of bipolar yaw pulley - scratch/abrasive marks to be related to the customer reported complaint. The root cause is attributed to user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 30-jul-2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. Failure analysis results confirmed the conductor wire damage, also noting that the wires were exposed and that the electrical continuity test passed. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that, after a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps had a frayed conductor wire. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information on 13-aug-2021: the instrument was inspected prior to use and there was nothing out of the ordinary noted. There were no instrument collisions. It was unknown if the instrument was inspected for damage after the procedure. It was noted that the damage on the instrument was identified after cleaning, but before sterilization, but it was unknown whether the instrument was inspected for damage prior to the reprocessing.